Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 03.118.111; synthes lot: t114512; release to warehouse date: january 08, 2016; manufacture site: (B)(4); part expiration date: n/a; list of nonconformance¿s: n/a a review of the device history records (DHR) showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. The raw material certificate was reviewed, and the used material was according to the specification for this device. No nonconformance reports (ncrs) were generated during the production of this device. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation (orif) of the ankle. During the procedure, the metal end of the silicone handle, quick coupling with rotating cap was broken. A different handle was used to complete the procedure. There was no patient consequence reported. This report is for a silicone handle/quick coupling with rotating cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.